Event description:
Customer reported an incident where all four scales were intermittently alarming "incorrect weight change detected during treatment. No blood loss reported.

Manufacturer narrative:
A biomed technician evaluated the machine and was unable to duplicate the reported condition and stated that the protect and hydraulic values on all of the scales during verification were approx 20 bits different from each other. Gambro has shipped parts for the biomed technician to replace as preventive measure. Also shipped new data cards to record treatment history. The company is aware of this machine malfunction relating to weight alarms and is working on corrections.